Event description:
Customer reported tissue was suboptimally processed, and rebiopsy of pt was required.

Manufacturer narrative:
To date, no root cause has been identified. Investigation is in progress.